Event description:
In 2005 - a dental implant was placed in tooth location # 28. Subsequently the pt was experiencing paresthesia. About three weeks later - the implant was removed from pt's mouth. Three months later - the clinician was contacted. She stated the pt developed post-operative paresthesia. Afterwards the implant was removed from the pt's mouth and the paresthesia dissolved. The pt was seen post-operative and is doing well with no problem. The pt has since been re-implanted.